Event description:
It was reported that during a lead replacement procedure, when the physician attempted to re-insert the atrial lead into the pulse generator header, the set screw would not tighten. The pulse generator was explanted and replaced.